Event description:
Taxus express2 pmss clinical study. Same case as 2134265-2009-04247, 2134265-2009-04246. Same patient as 2134265-2009-00865, 2134265-2009-00864, 2134265-2009-00862. It was reported that following a coronary artery stenting procedure, the patient experienced in-stent restenosis. The lesion being treated was a 3.50mm, 100% stenosed, 52.0 mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation, and successful placement of a 3.50x24mm taxus express2 stent, a 2.75x20mm taxus express2 stent and a 2.75x24mm taxus express2 stent without gap. The lesion was post-dilated with residual stenosis becoming visually 0% and timi flow improved 0 to 3. The patient was discharged without complications on 8 days later on bayaspirin and plavix. At 233 days post-index procedure, in-stent restenosis in prox lad was confirmed. Pci was performed ten days later. The patient did not have ischemic symptoms, the lesion with reference vessel diameter of 2.80mm and length of 39.0mm was visually 75% stenosed. It was treated with placement of a non bsc stent, then residual stenosis became visually 0%. Timi-3 flow was retained. The patient was discharged the next day.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation will be assigned the most probable root cause classification of anticipated procedural complications.